Event description:
It was reported that 7 bd posiflush¿ normal saline syringes experienced damaged pre-filled syringe flanges. The following information was provided by the initial reporter: the product was damaged and broken when the package was opened.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-sep-2022. H6: investigation summary : it was reported the product was damaged when it was received by the customer. To aid in the investigation, ten empty samples with no tip cap, or packaging blisters, were received for evaluation by our quality team. A visual inspection was performed and the syringe is damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during the plunger rod assembly process inducing the symptom. A device history record review was completed for provided material number 306594, lot number 1140608. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the plunger rod assembly process was performed the settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that 7 bd posiflush¿ normal saline syringes experienced damaged pre-filled syringe flanges. The following information was provided by the initial reporter: the product was damaged and broken when the package was opened.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.